Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt implanted with hardware for a pedicle subtraction osteotomy (pso) at t11-l5 in (B)(6) 2009. Pt fused. Two years postop, the rod broke at l3. Reportedly, the breakage occurred where the rod was contoured and bent to fit the pt's anatomy. Surgeon extended the construct on (B)(6) 2011 by putting in screws from t8-t10. The rod was cut below t12 and a new rod was placed from t8-t12 to bridge the gap between the old construct and the new construct bilaterally. Only the upper most portion of the rod was cut to extended the construct.